Manufacturer narrative:
Device evaluation: during the technical inspection, the error description provided by the customer, "cable was getting too hot and consequently end melted", was not confirmed. During the examination of the optical cable in question, normal signs of wear and tear, such as impact marks, deformations, and individual broken optical fibers, were found at the respective connection ends for the age of the optical cable (year of manufacture 2016). Regarding the customer's information (cable was getting too hot and consequently end melted), no temperature-related damage could be detected. The edges of the respective connection ends are deformed or show impact marks. The damage found was caused by clinical use/clinical reprocessing and cannot be attributed to a production/manufacturing defect. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, cable was getting too hot and consequently end melted. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).